Manufacturer narrative:
(B)(4) this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028.  Involved product not returned due to hospital policy.

Event description:
It was reported that a patient underwent total knee arthroplasty. Subsequently, the patient was revised due to malalignment of the tibial and femoral components.